Manufacturer narrative:
The product was not returned for evaluation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 254 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (leg). Document increase in bg levels from pdm records or as described by the caller: (B)(6) 2018: when she woke up her bg 104; 8:17am bg was 111 she ate breakfast; 8:28am bolus of 2u given; 11:09am bg was 211; 11:09am bolus of 1.5u was given; 11:37am bg was 232; 11:37am bolus of .50u was given; 12:00pm bg was 254 and going up per her cgm; 12:00pm pod was removed.

Manufacturer narrative:
The device was returned for evaluation. Inspection of the received device found that the soft cannula was cut short. It could not be determined when or how the damage to the cannula occurred. No other issues were observed with the device. The exact cause of the reported symptom could not be conclusively determined.